Event description:
In 2006, a physician attempted arteriotomy closure using the starclose vascular closure system. It was reported that, the device got stuck after the procedure. The physician used the safety release button, but it was not possible to remove it. The pt went into surgery for device removal.

Manufacturer narrative:
The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.